Manufacturer narrative:
(B)(4). At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 1/4 in ID x 12 ft l (.64cm idx3.7m l) surgical tubing, catalog # 0036550, lot 201811124, for a possible insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received one 0036550 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was unable to find any obvious seal breaches, abnormalities or defects. A functional inspection was then performed, as the devices were dye leak tested per policy, which indicated that the packaging did have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only event with a quantity of 1 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 71 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.